Event description:
A user facility reported to olympus that the front panel was continuously blinking. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the evaluation found a scope detection sensor failure. In addition, it was determined the high intensity mode was not working. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. It has been over 13 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was estimated that the cause of the phenomenon of the ¿front panel flashing¿ was due to the failure of the turret motor. The cause of the turret motor failure could not be identified. Additionally, it was estimated that the cause of the phenomenon of ¿high brightness detection failure¿ was due to the wear of the scope socket. The cause of the wear of the scope socket could not be determined. Other incoming inspection finding found was as follows: high brightness motor operation was slow. Olympus will continue to monitor field performance for this device.